Manufacturer narrative:
Device evaluation: the reported exposed wires on the distal side of the previous percutaneous lead repair site was confirmed per evaluation of a submitted photo and the onsite evaluation. The onsite evaluation confirmed that the strength member was severed on the distal side of the previous repair site, and the black wire was severed on the proximal side of the previous repair site due to fatigue damage. The percutaneous lead was repaired and the severed portion was returned for evaluation. A section of (B)(4) percutaneous lead approximately 16 inches from the connector was returned. Electrical continuity testing of the returned portion did not reveal any discontinuities. Evaluation confirmed that the strength member was severed on the distal side of the repair site. Additionally, a portion of the strength member appeared to be missing within the repair site. However a root cause for the severance could not be conclusively determined. Furthermore, the wire conductors for the orange and red wires were exposed at the splice site. However, a root cause for the exposure of these conductors could not be conclusively determined. The reported damage to the black wire was not confirmed during the evaluation. However, technical services stated that "the returned segment may not show evidence of the break on the black wire because it was stripped" during the onsite evaluation. No other damage to the wires was identified. The percutaneous lead, excluding the repair site, was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The patient remains ongoing on lvad support. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a distal percutaneous lead replacement performed on (B)(6) 2013 and presented on (B)(6) 2016 with exposed wires at the repair site. The area was splinted for stability. The patient was asymptomatic and no alarms or interruption in lvad support were reported. On (B)(6) 2016, the manufacturer's technical services evaluated the percutaneous lead and the exposed wires were observed in addition to noting that the black wire was separated on the pump end and the strength member was separated on the distal end of the previous repair. The distal end of the percutaneous lead was replaced.